Event description:
On (B)(6) 2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in approximately (B)(6) 2007, the patient was administered heparin while undergoing a medical procedure. Upon information and belief, on at least one occasion, the heparin administered to the patient was contaminated heparin. Shortly thereafter, the patient began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.